Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow-up, the device was found to be in back-up vvi mode. It was discovered the mode was activated by MRI exam. The device was successfully restored and reprogrammed. There was no patient consequences.